Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in the noted bunched stent sheath causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the procedural preparation with a 6x80mm absolute pro self-expanding stent (ses), the stent was noted to be outside the sheath making it unable to be used. Another absolute pro was used, and the procedure was completed. There was no patient involvement and no clinically significant delay. No additional information was provided.